Event description:
Generated from service report screening. The inspiratory volume read high but no air was being delivered. Expiratory volume read zero. O2 concentration was set 21%. The air gas module was replaced by the customer. This was discovered on a preuse check and no pt injury as it was not on a pt.